Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to an unspecified patient error (no further detail was provided). The peritonitis was manifested by abdominal pain, cloudy pd effluent, fever, and diarrhea. On the same day as onset, the patient was hospitalized for the event and was treated with intraperitoneal raxadin, (0.5 gram and intraperitoneal (ip) ciprobay, 0.2 gram (doses and frequencies not reported). Twenty days later, the treatment with raxadin and ciprobay was discontinued and the patient began treatment with tienam and ciprobay (doses and frequencies not reported) ip. On the same day, the patient was started on selemycin, 0.5 gram plus vancomycin, one gram (doses and frequencies not reported) ip. Three days later, treatment with tienam, ciprobay, selemycin and vancomycin was discontinued. Reportedly, the patient was not responding to the treatment and therefore, three days later, pd catheter was removed, dianeal therapy was discontinued, and the patient was transferred to hemodialysis therapy and discharged from the hospital. On an unreported date, the patient was re-trained on aseptic technique. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.